Event description:
I bought a monster-style cozy hugs aromatherapy stuffed toy from a retail store tonight. The directions indicated the removable pouch could be heated in the microwave for up to one minute or cooled in the freezer overnight and replaced into the animal, for soothing purposes. The contents are listed as ceramic beads and lavender. I tried heating it in the microwave. After just a few seconds, it flashed and made a horrendous sound in the microwave. I thought it might catch on fire. I was unsure if the problem was with the pouch or the microwave, so I removed it and tried microwaving a cup of water, which worked. I tried the pouch again, and had the same scary result. This was the only one of its style on the shelves, but there were at least 6 other cozy hugs animals in different animal shapes. I planned to take it back tomorrow, but your form indicates that I should hold it for 30 days. Product description: cozy hugs jumbo soothing aromatherapy freezable and microwavable stuffed item. States on packaging " this product is not a toy" sold in baby/child department, section with toys/slippers/stuffed animals/soothing items. Manufacturer website: https://www.goldessencelimited.com/products. Goldessence limited. Retailer: (B)(6). (B)(4).